Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. The initial reporter also notified the FDA via medwatch# (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking on the site after the connection of the syringe and tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 10800175 lot number 20116435 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pca kit asv microbore cv tubing leaked after connecting it to the syringe. The following information was provided by the initial reporter: patient controlled analgesia (pca) tubing noted to be leaking on the site after the connection of the syringe and tubing. Patient s/p mva (status post motor vehicle accident) receiving dilaudid pca, for pain management to treat the pain from the left fractured femur and left arm, noted liquid dripping from the pca tubing. Set up changed to new settings. Nursing provided defective tubing. Removed tubing from operation and primed new set for patient use appropriately. This product was removed/disposed. There was no harm detected.